Event description:
It was reported by the customer's mother, that the customer had high blood glucose levels of 500mg/dl. Customer treated with manual injection. It was also reported that the customer received a no delivery alarm. Troubleshooting occured, and it was determined that the customer had a bent needle and their cannula was occluded. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).